Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 40 mg/dl. Reportedly, the customer was taking antibiotics which was affecting the customer's insulin sensitivity. Reportedly, the customer consulted with health care provider regarding adjusting the pump settings.

Event description:
Carbohydrates were consumed to treat the low bg level.